Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from olympus india there was the possibility that the reported phenomenon was attributed to a difference between the reprocessing method conducted by the user and the reprocessing method recommended by the instruction manual.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The device is currently being evaluated. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Foreign matter had adhered to the gap at the distal end of the device. This event was found during an evaluation by olympus. There was no report of patient injury associated with this event.